Event description:
Customer reported an anti-d was not identified by galileo.

Manufacturer narrative:
The patient had a history of anti-c and anti-v detected. A sample was tested on the galileo and detected the anti-v. The customer performed manual tube testing, and detected the anti-c and an anti-d reacting 1+ at the antiglobulin phase; the patient had no history of anti-d being detected. Repeat testing on the galileo detected the anti-c. The event appear releated to the nature of the sample.